Event description:
A nurse contacted baxter (B)(4) regarding a connection issue with a titanium adaptor. The nurse stated the patient connector was separated from the titanium adapter during use at home. The transfer set was in use a day. There was patient involvement. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The complaint for the connection issue was not confirmed and the root cause of this event was undetermined.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample is was not returned to baxter, therefore no evaluation will be conducted. If additional information becomes available, then a follow up MDR will be submitted.